Manufacturer narrative:
The root cause is attributed to a loose lever magnet, causing mechanical and commanding issues from the master tool manipulator right (mtmr).

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the surgeon was unable to control universal surgical manipulator (usm) 4 when matching grip. The customer concerned master tool manipulator right (mtmr) issue because the customer also got a message tissue too thick to continue when using the stapler. The customer was able to install instrument to continue the procedure without issue. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced master tool manipulator (mtm) to resolve the issue. The system was verified and ready to use. The mtm has been returned and evaluated by the failure analysis team. Failure analysis replicated and confirmed the reported complaint. Upon visual inspection, lever magnet was found to be loose that would be related to the reported event. The mtm was then installed onto an in-house system where all relevant testing was passed within specification. Once testing was completed, the lever magnet was tested and was verified to be the source of the fault. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.